Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter and product lidstock for analysis. No definite signs of use were observed. Visual analysis re vealed a kink in the catheter body adjacent to the juncture hub. The appearance of the kink is consistent with a packaging defect, but since the defect was found during use on the patient, it cannot be confirmed when and how the damage occurred. No other defects or anomalies were identified. The kink in the catheter measured 152mm from the distal tip. The overall length of the catheter measured 167mm which is within the specification limits of 158.5mm - 175mm per the catheter product drawing. The outer diameter of the catheter measured 2.931mm which is within the specification limits of 2.85mm - 2.95mm per the catheter extrusion drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The catheter was threaded over a lab inventory guide wire (0.826mm) and the guide wire completely passed with little to no resistance. A manual tug test confirmed that each extension line was secure within its corresponding luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal". The customer report of a kinked catheter was confirmed by investigation of the returned sample. Visual analysis revealed a kink on the catheter body towards the juncture hub. Despite this, the catheter passed all relevant dimensional and functional inspections, and a device history record review did not reveal any relevant findings. The appearance of the damage is consistent with a packaging defect, but since the damage was found during use, it cannot be confirmed when the damage likely occurred. Therefore, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "after puncture of the vein and insertion of the guidewire an attempt of placement of the catheter over the guidewire (in order to insert the catheter) was made. During such placement the catheter was found to be kinked when placement of the catheter over the guidewire was not possible (the guidewire didn't slide through the catheter). New catheter (from a new cvc set) had to be used during the procedure.". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "after puncture of the vein and insertion of the guidewire an attempt of placement of the catheter over the guidewire (in order to insert the catheter) was made. During such placement the catheter was found to be kinked when placement of the catheter over the guidewire was not possible (the guidewire didn't slide through the catheter). New catheter (from a new cvc set) had to be used during the procedure." No patient harm was reported. The patient's condition is reported as fine.